Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 156 mg/dl, 61 mg/dl, and 59 mg/dl. Low blood glucose symptoms were reported with these results. The customer self-treated with dextrose. No actions taken based on device results. No adverse event reported. Requested return of suspect device however the customer no longer has the test strip.

Manufacturer narrative:
The event occurred in (B)(6). Will not be returned to manufacturer